Event description:
Customer reported one sars-cov-2 tma run, wl 003515-20210426-02, using assay lot 291909 on panther instrument sn (B)(4) which had a discrepant pooled sample. The pooled sample was positive despite all individual samples being negative. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the pooled sample was a valid positive and all individual samples valid negatives; the controls were within range, and there were no hardware-related issues. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; it was possible the individual samples were low-target or mishandled. Ts relayed pas's review to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.